Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a persuader broke during surgery. No additional information about the event is available at this time. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw materials which were delivered as lot #kr89131/ #kr83729/ #359990/ #862567 for 1.4021 and lot #s-6450/ #33211/ #303590/ #10111 are corresponding to the specifications. The hardness was measured at the time of the manufacturing between 45,8-48,5 hrc and was found to be good. No ncrs were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation of the complained persuader has shown that the spring is indeed broken off. The visual inspection has shown that the part is otherwise in good condition. The article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Unfortunately we are not able to determine the cause of these damages. It is likely though that too much mechanical force has led to the breakage. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information provided. Subject device has been received and is currently in the evaluation process.